Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (does not latch to a monitor) was confirmed. As received, the electrode belt would not securely latch to a test monitor. Upon evaluation, the trunk cable connector was broken. The root cause of the broken connector is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it would not securely latch to a monitor.